Manufacturer narrative:
The issue was determined to be caused by a faulty batch of sample collection tubes.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that starting on (B)(6) 2019, they have been getting questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module. Pipetting issues occurred with multiple samples on the complained analyzer and a second c 501 analyzer as these samples were flagged with sample clot errors and flags indicating values below measuring ranges of the assays. The customer is repeating all samples with flags indicating values below the measuring range. The customer provided specific patient data for 5 samples tested with multiple assays. Of these 5, one had an erroneous result for chol2 cholesterol gen.2 that was reported outside of the laboratory. The sample initially resulted with a cholesterol value of 0.1 mmol/l, which was reported outside of the laboratory. Since the hdl result was greater than this total cholesterol result, the customer repeated the sample. The repeat cholesterol value was 5.07 mmol/l. No adverse events were alleged to have occurred with the patient. The cholesterol reagent lot number was 340786. The reagent expiration date was asked for, but not provided. The sample probe was changed and precision testing was performed. The precision was fine. The tube manufacturer is currently investigating an issue with a batch of sample tubes. Upon review of the alarm trace, the trace indicates significant issues with sample pre-analytics.